Event description:
The event is reported as: alleged issue reported: "rn assessed chest tube and attached tubing, when pleura-vac tubing picked up, 5-in-1 connector connecting chest tube to pleura-vac broke in half. Chest tube clamped and connector replaced with sterile 5-in-1 connector and pleura-vac." No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed due to the lack of product sample and lot number to perform a proper investigation and to determine a root cause. Therefore, no corrective action can be implemented at this time. The manufacturer will continue to monitor and trend relating complaints.